Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device after an coronary angiography and angioplasty interventional procedure. Reportedly, at the moment of needle retrieval, the suture was not connected to the needle, a cuff miss occurred. The physician tried to close the vessel with two other perclose proglide devices with the same results. Hemostasis was achieved with manual arterial compression. There was a thirty minute clinically significant delay in the procedure or therapy. Post procedure the patient developed a retroperitoneal hematoma that was treated surgically. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are being filed under separate medwatch MFR numbers. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.